Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they experienced high blood glucose level of 29 mmol/l. Caller stated the insulin pump has an error in the motor was detected by reading unexpected value from hall sensor also, history file has eight of the same error alarms. Insulin pump history also has multiple pump error codes. The insulin pump was not able to rewind and the customer was unable to troubleshoot due to the error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o - ring, scratched case, cracked keypad overlay at select button, keypad overlay texture damage and severely scratched lcd window. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor error alarm due to critical pump error. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly.